Event description:
Pt's "friend of a friend" reported the pt had a "port rupture" with their lap-band system. This event has not been confirmed by a healthcare professional.

Manufacturer narrative:
The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No add'l info is available to allergan regarding the serial number since no contact info for the pt or the surgeon was made available.